Event description:
Procedure: inguinal hernia repair. Reference (B)(4) for second device. Plastic flange broken off at tip of trocar upon removal from patient. Pieces of the device had to be removed from the operating area. All pieces recovered. On opening of a second device with the same lot number to inspect, the same fault occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/03/2015.